Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a possible abdominal aortic aneurysm growth on (B)(6) 2018. The patient was originally implanted with an afx bifurcated stent graft and one (1) afx suprarenal aortic extension on (B)(6) 2013 by physician (B)(6) at (B)(6) medical center. The patient's current status is unknown.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the type iiib endoleak (breached) of the main body and aneurysm sac growth complaint are confirmed. The complaint is most likely device related; the use of the strata material was the contributing factor for this event. The procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%.

Event description:
Additional information received confirming that the patient was asymptomatic prior to secondary procedure completed on (B)(6) 2018; the physician elected to treat the patient by relining with a main body and two (2) iliac limb ovation ix devices. There have been no additional patient sequelae reported.